Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, one of the prongs on the driver broke intraoperatively. It could not be confirmed if the broken driver prong was removed from patient despite several good faith efforts made to retrieve that information. The procedure was completed without further complications.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Device analysis of the returned driver revealed that one tip of the driver was completely sheared off, as confirmed during visual inspection. The bandage wrapped around the handle of the driver suggests that it was subjected to undue force upon experiencing resistance. Therefore, the damage to the driver was likely an unintended result of excessive force while using the device. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation. It also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use, confirm that no broken fragments are retained in the patient.

Manufacturer narrative:
Device analysis of the returned driver revealed that one tip of the driver was completely sheared off, as confirmed during visual inspection. As such, this damage was sufficient to prevent functional testing in the laboratory. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation. Therefore, the damage to the driver was likely an unintended result of excessive force while using the device.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, one of the prongs on the driver broke intraoperatively. It could not be confirmed if the broken driver prong was removed from patient despite several good faith efforts made to retrieve that information. The procedure was completed without further complications.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, one of the prongs on the driver broke intraoperatively. It could not be confirmed if the broken driver prong was removed from patient despite several good faith efforts made to retrieve that information. The procedure was completed without further complications.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Device analysis of the returned driver revealed that one tip of the driver was completely sheared off, as confirmed during visual inspection. As such, this damage was sufficient to prevent functional testing in the laboratory. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation. Therefore, the damage to the driver was likely an unintended result of excessive force while using the device.